Event description:
Consumer reported complaint for error message (e-5). The customer feels well and did not report any symptoms. Customer advised that on saturday morning, (B)(6) 2022, she was unable to get a blood glucose result and was feeling anxious and she called her nurse hotline. Customer advised that she told the nurse that her meter was not working and the nurse erred on the side of caution and called the ambulance to the customers home. Customer advised that when they arrived they took her blood glucose and their meter was reading 107 mg/dl fasting. Customer was not taken to the hospital and no medical treatment was administered. Customer advised that she changed the battery in the meter and the meter started to work again. During the call, a blood test was performed by the customer non-fasting and produced test result of 136mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/22/2023 and were opened a few months ago but not longer than 4 months.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting nurse/paramedics due to not being able to obtain a blood glucose test result with meter. Meter and test strips were returned - reported defect not reproduced on returned meter and strip. Product evaluation has been completed. Retention strip lot tested within specifications most likely underlying root cause: mlc-062: user had poor technique. Note: customer contacted manufacturer on 18-apr-2022 and stated the replacement products resolved initial concern.